Manufacturer narrative:
Additional information was received on 05-dec-2021. There is no issue reported about the second ablation catheter. The product was used at the procedure during the issue occurred. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially reported as a concomitant product was an ¿unknown brand catheter¿. Additional information was received on 02-nov-2021, updating this product to a ¿thmcl smtch sf bid, tc, d-f¿. Therefore, processed ¿d10. Concomitant medical products and therapy dates¿. In addition, the adverse event for this complaint has also been assessed as MDR reportable under this second bwi ablation catheter (manufacturer report number: 2029046-2021-02040). Biosense webster manufacturer's reference number (B)(6) has two complaints that are related to the same incident. The bwi product analysis lab received the device for evaluation on 15-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6) a correction was noted on 02-nov-2021 to the 3500a initial under h10. Additional manufacturer narrative. It should have included: the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
It was reported that a 66-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cva. It was also reported that there was foreign material on the usable length of the catheter. After pulmonary vein isolation (pvi), box was conducted. After when left pulmonary vein (lpv) anterior wall ablated and after ablation was started, impedance rose 10~30ohm. Although several points were ablated, same state so the catheter was removed and when checked, thrombus was attached. Therefore, although the catheter flush was performed, the irrigation could not be confirmed from the whole body (there was a possibility of obstruction), the thermocool® smart touch® sf bi-directional navigation catheter was replaced and the procedure was terminated. Char/thrombus. Additional information: the char /coagulum/thrombus/clot was located at the tip electrode. The system did not present any error messages. Both pvi were conducted. After that, ablation was conducted for roof and bottom, posterior wall isolation was conducted. After the voltage map of la was obtained by prn, the anterior wall of prv and the area around the septum where cfae electrical potentials could be obtained were ablated. Since the impedance increased by about 20 ohms after starting ablation, ablation stopped in about 3 seconds. Although the ablation was performed again after shifting the place, the impedance increased by about 30 ohm just after ablation, and ablation was stopped. Ablation was performed again by changing the place, but the catheter was removed from the cardiac cavity because the impedance increased by about 20 ohm. The catheter tip was confirmed to have a thrombus. After wiping the thrombus with gauze and performing flushing, a catheter was inserted into the cardiac cavity and ablation was performed around the anterior wall and septum of the right pulmonary vein (rpv) again. As the impedance increased by about 3 ohm, the catheter was replaced. After the catheter exchange, no significant increase in impedance was observed, and the following areas were ablated on the line, where were rpv anteroseptal septum, bottom of back wall along coronary sinus (cs) and near laa and the procedure was completed. It seems that cerebral infarction occurred although the details were not told. The prognosis did not seem to be good. Investigator's judgment on the health injury was serious and related to product. Additional information: on 08-oct-2021, the verification work was carried out under the leadership of the hospital doctors, ce, and the marketing department. As a result, it was confirmed that there was a partial clogging in the irrigation hole and that the irrigation did not flow uniformly. The physician pointed out that the procedure might have been blocked from before the onset of the event. The patient seemed to have started rehabilitation. The adverse event was discovered post use of biosense webster products. The physician commented that thrombus adhered due to clogging of irrigation hole. Patient outcome of the adverse event was improved. Additional information: catheter¿s visual found something white inside the irrigation hole. Requesting to analyze what this material is and analyze any other material confirmed inside or near the tip. Additional information: there is no issue reported about the second ablation catheter. The product was used at the procedure during the issue occurred. The investigation was completed on 14-dec-2021. An analysis was performed on the pictures that were provided by the customer. Pictures showing the device tip were received for analysis, the pictures showed evidence of char and something blocking some holes in the tip area. With this information, it is not possible to confirm all failure modes. The customer complaint about char and occlusion could be observed in the pictures; however, the other issues reported can not be confirmed. The product analysis was performed as appropriate in order to find root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that the shaft has a kink and the dome was found with char. Through the microscope analysis, it was found some holes occluded with foreign material. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting correctly. During the irrigation test, it was observed poor flow during the patency test, the irrigation volume per minute was observed within specifications. Per the condition of the shaft, was dissected the catheter, and was found the irrigation tube slightly bent in the kink area, however, did not cause occlusion. The foreign material was tested by fourier-transform infrared spectroscopy (ft-ir) and was found that to be presumably a human tissue or fluid. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Previously reported foreign material was tested by ftir and confirmed to be biological. Therefore, the material is not MDR reportable. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ and ¿high impedance¿. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / were selected as related to the customer¿s reported ¿foreign material¿. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / were selected as related to the customer¿s reported ¿char¿. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / were selected as related to the customer¿s reported ¿occlusion/no irrigation¿. Investigation findings: appropriate term/code not available / investigation conclusions: cause traced to user (d11) were selected as related to the photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cva. It was also reported that there was foreign material on the usable length of the catheter. After pulmonary vein isolation (pvi), box was conducted. After when left pulmonary vein (lpv) anterior wall ablated and after ablation was started, impedance rose 10~30ohm. Although several points were ablated, same state so the catheter was removed and when checked, thrombus was attached. Therefore, although the catheter flush was performed, the irrigation could not be confirmed from the whole body (there was a possibility of obstruction), the thermocool® smart touch® sf bi-directional navigation catheter was replaced and the procedure was terminated. Char/thrombus additional information: the char /coagulum/thrombus/clot was located at the tip electrode. The system did not present any error messages. Both pvi were conducted. After that, ablation was conducted for roof and bottom, posterior wall isolation was conducted. After the voltage map of la was obtained by prn, the anterior wall of prv and the area around the septum where cfae electrical potentials could be obtained were ablated. Since the impedance increased by about 20 ohms after starting ablation, ablation stopped in about 3 seconds. Although the ablation was performed again after shifting the place, the impedance increased by about 30 ohm just after ablation, and ablation was stopped. Ablation was performed again by changing the place, but the catheter was removed from the cardiac cavity because the impedance increased by about 20 ohm. The catheter tip was confirmed to have a thrombus. After wiping the thrombus with gauze and performing flushing, a catheter was inserted into the cardiac cavity and ablation was performed around the anterior wall and septum of the right pulmonary vein (rpv) again. As the impedance increased by about 3 ohm, the catheter was replaced. After the catheter exchange, no significant increase in impedance was observed, and the following areas were ablated on the line, where were rpv anteroseptal septum, bottom of back wall along coronary sinus (cs) and near laa and the procedure was completed. It seems that cerebral infarction occurred although the details were not told. The prognosis did not seem to be good. Investigator's judgment on the health injury was serious and related to product. Additional information 19-oct-2021: on (B)(6) 2021, the verification work was carried out under the leadership of the hospital doctors, ce, and the marketing department. As a result, it was confirmed that there was a partial clogging in the irrigation hole and that the irrigation did not flow uniformly. The physician pointed out that the procedure might have been blocked from before the onset of the event. The patient seemed to have started rehabilitation. The adverse event was discovered post use of biosense webster products. The physician commented that thrombus adhered due to clogging of irrigation hole. Patient outcome of the adverse event was improved. Additional information 21-oct-2021: catheter¿s visual found something white inside the irrigation hole. Requesting to analyze what this material is and analyze any other material confirmed inside or near the tip. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, was to be considered serious and MDR-reportable. The foreign material on the usable length of the catheter was assessed as MDR reportable. The occlusion/no irrigation issue was assessed as not MDR reportable. Occlusion or no irrigation was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The char issue was assessed as not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The high impedance cut off exceeded (ablation stopped) issue was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.